Manufacturer narrative:
The referenced history of driveline infection was reported under medwatch MFR. Report # 2916596-2015-00647. The referenced pump explant was reported under medwatch MFR. Report # 2916596-2016-00689. Approximate age of device ¿ 2 years and 2 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient had a history of (B)(6) and driveline infections. The patient was admitted for evaluation of the pump due to alarms and required a pump exchange. During surgery, severe purulent drainage was found. The patient¿s cardiac function was reportedly stable per transesophageal echocardiography; therefore, in the presence of some cardiac recovery, it was decided to explant the pump without implanting a new pump to let the infection clear. The patient will be monitored closely to determine if a new pump is required. The patient continues to do well off of inotropic support and as of (B)(6) 2016 the explant was reported to be successful. No additional information was provided.

Manufacturer narrative:
Evaluation of the returned pump revealed deposition which would potentially have caused the reported hemolysis symptoms. Examination of the device revealed soft depositions of loosely clotted blood in the inflow graft and outflow elbow. Denatured blood was present extending through the pump body, with soft, grainy depositions at the inflow and outflow stators and very hard depositions surrounding the rotor body, distal side of the blood tube, and outlet bearing ball. The observed depositions were adhered to the pump surfaces and appear to have formed due to an interruption in flow or low flow event; however, a specific cause for the low flow could not be determined. The depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A direct correlation between the returned pump and the reported driveline infection could not be determined. The instructions for use lists device thrombosis, hemolysis, and driveline infection as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.